Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with dislodgement of right ventricular (rv) lead the following day of implant. There was also intermittent capture on telemetry, increased threshold and low amplitude r waves. The right ventricular (rv) lead was repositioned and remains in use. No patient complications have been reported as a result of this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.